Manufacturer narrative:
Pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller and broken belt clip rails. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display.

Event description:
The customer reported via phone call on (B)(6) 2017 that the insulin pump was broken along the railing of the insulin pump. Blood glucose was 200 mg/dl at the time of incident. No symptoms or treatment were reported. Troubleshooting was performed for cosmetic damage. Product was returned for analysis.